Event description:
It was reported that the patient experienced a fever and drainage/incisional wound opening at the device pocket. Hospitalization and an explant were required. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen. It was later reported that a culture was obtained from the pump pocket and was negative as of 2014 (B)(6). There was no documented infection. No other diagnostics were done. The patient was given antibiotics. The pump was explanted in the catheter was left in place. The patient was in the intensive care unit (ICU) and was ¿doing okay¿. It was later reported that fluid started building up around the pump area and the patient got an infection. The patient had an emergency surgery on 2014 (B)(6) to have the pump removed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly, sc connector non significant indent in the seal did not affect infusion.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).